Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a healthcare professional that the patient was hospitalized and diagnosed with diabetic ketoacidosis. The healthcare professional stated that the patient had initiated omnipod use without having received product training. It was further reported that the patient subsequently lost the omnipod controller. Based on the information currently available, the event appears to be associated with user error. No additional details were provided. Further information has been requested, and a supplemental report will be submitted if received.